Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the patient obtained blood glucose readings ranging from 300 mg/dl to 400 mg/dl and he experienced the symptoms of being tired and sleepy. The patient did not seek any medical attention. Troubleshooting revealed there were no bolus doses in the pump history for the past four days. The pump settings were correct and all other basal/bolus doses correctly matched those programmed. There is no evidence the pump was not correctly and accurately delivering insulin. The patient's technique was incorrect by not taking bolus insulin doses for four days. The patient alleged suffered symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, therefore this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for an unrelated issue and was investigated and disassembled on (B)(4) 2011. Product analysis attempted to recover the device for additional investigation however the pump was unable to be investigated due to disassembly. (B)(4).